Event description:
A report was received that the patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-70 serial # (B)(4) description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient will not undergo a revision at this time.